Manufacturer narrative:
Date of report: 06aug2021.

Event description:
The customer reported that the unit won power on, and won't recognize that it¿s plugged in. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported that he has replaced the power cord and still has no lights on the power switch overlay. Product support advised customer to check output of 24-volt power supply. Customer confirmed no output from 24-volt power supply. Product support recommended ordering and replacing the v60 power supply. Further information is pending.

Manufacturer narrative:
B4:29sep2021 the biomed stated that the issue was discovered during setup. No delay in therapy and no medical intervention were reported. Per biomed, the power supply was replaced to address the reported issue.